Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose. The customer blood glucose level was 500 mg/dl at the time of incident and the other blood glucose values of the customer were close to 600 mg/dl and 453 mg/dl. Customer's mom reported that the infusion set had bent cannula. Customer treated with insulin pump and manual injection. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.